Event description:
It was reported that the blade did not activate when the dermatome was turned on. Event occurred during surgery. There was no reported patient harm, or delay. The investigation found the device had unstable motor speed. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: france. Review of the most recent repair record determined the motor speed was unstable and the cable had contact issues. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.